Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip was used during an upper endoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was locked and deployed onto the tissue however; the clip failed to release from the catheter. Reportedly, the clip eventually slipped off the tissue. The clip was removed from the patient along with the catheter and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient was over 18 years old. (B)(4) for the reported event of clip would not release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.